Manufacturer narrative:
Date rec'd by MFR: 28aug2019. The customer did not respond to multiple requests for additional information. The replacement of the pm pcb (power management printed circuit board) could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the ventilator could not power on while connected to ac (alternating current) power. There was no patient or user involvement.